Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was discovered that the system mobile view station (mvs) was plugged into a wall outlet, without the green led energized. Found fuse f10 on mvs power board blown. Replaced fuse f10 and left spare fuses with system. The replaced fuses have not been received by the manufacturer for evaluation. An electrical failure mode was completed, with the root cause being blown fuses. A full imaging system check-out was completed following replacement of the fuses and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system mobile view station (mvs) was not powering up. There was no patient present when this issue was identified. No additional details were provided.